Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The root cause was determined to be wear out from normal use. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner trial was cracked and won¿t trial the head correctly due to cracked. The cta guide and the reamer have burrs internally where they meet together and they bind up when put together. Tolerances are not correct. No surgical delay.